Manufacturer narrative:
Additional information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2023-24549 related manufacturer report number: 2017865-2023-24550 related manufacturer report number: 2017865-2023-24551 it was reported that the patient presented in clinic with eroded pocket with infection. Upon further examination, vegetation was present. The entire implantable cardiac defibrillator system was explanted. The patient was in stable condition.